Event description:
It was reported that after completion of a da vinci single-site cholecystectomy procedure, the patient experienced post-operative complications. According to the initial reporter of this complaint, during the da vinci surgical procedure, the surgeon experienced clips becoming unseated and dislodged from the single-site clip applier instrument. However, the initial reporter indicated that the surgeon was able to reinstall clips onto the single-site clip applier and continue using the instrument for the entire surgical procedure. On (B)(6) 2014, the patient returned to the hospital on post-operative day 3 with complaints of abdominal pain and discomfort. A CT-scan was performed on the patient. The patient was found to have a distended abdomen with free air and ileus. An ng tube was inserted into the patient to suction out abdominal drainage. The patient was hospitalized for 2-3 days. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator. The robotics coordinator confirmed that the patient was hospitalized for 3 days and no other invasive medical intervention was administered. The robotics coordinator also indicated that there have been no recurrences of clips becoming unseated or dislodged from a single-site clip applier instrument.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the post-operative complications experienced by the patient. The clip applier instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. Isi has attempted to contact the site's risk management to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. A review of the site's system logs with a procedure date of (B)(6) 2014 revealed that no related system errors were found to have occurred during the surgical procedure that would have likely caused or contributed to the patient's intra-operative injury. This complaint is being reported due to the following conclusion: the patient experienced post-operative complications after undergoing a da vinci surgical procedure. However, at this time, the cause of the patient's post-operative complications is unknown.